Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that for the 6 to 7 days prior to the report, the patient would reportedly ¿just be standing¿ and ¿for no reason¿ stimulation would increase. When the issue started however, the settings were changed to manual mode. The patient did not make any adjustments while on manual mode because it was ¿too hard¿ to make. Adaptive stimulation was turned back on the day of the report and the patient was informed that ¿everything was ok¿. However, the patient programmer was not tested. On that same day, when the patient lay down, her stimulation was not changing to the lying down position and was still staying in the upright position at the high frequency. This condition was replicated at the time of the report even after taking out the patient programmer batteries. The upright amplitude was also ¿too high¿ so the patient had to decrease it. It was noted that the lying position had been programmed in the past. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the patient had been having problems with their programmer for a couple of weeks prior to the report. When they turned it on it showed that they were laying down when they were in an upright position and they were seeing an "a" on their programmer. The "a" meant that adaptive stimulation was enabled. The patient would turn their stimulation off when they slept and then when they stood up and turned their stimulation back on it would say they were laying down. The patient noted that their device was doing "what its supposed to do". No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.